Event description:
It was reported that the bd maxzero¿ needleless connector experienced splash back with multiple droplets at the surface. The following information was provided by the initial reporter: after only 24 hours of use and about 5/7 activations, the connector remains dirty despite washing it and there is a loss of blood or solution, between the catheter hub and the max zero.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21115979. Feedback provided by the customer indicates that leakage occurred from the connection of the maxzero to a catheter. As part of the investigation, the customer provided a photograph of the affected samples; analysis of the photograph did not identify any damage or defects which could have contributed to the customer's experience. A review of the production records for lot 21115979 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced splash back with multiple droplets at the surface. The following information was provided by the initial reporter: after only 24 hours of use and about 5/7 activations, the connector remains dirty despite washing it and there is a loss of blood or solution, between the catheter hub and the max zero.